Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-03247. It was reported the patient experienced extreme body weakness and headaches following a drg trial implant of two leads. The patient reported falling on the night of (B)(6) 2018 while trying to stand up, and called an ambulance to take him to the hospital. Although the field representative asked the patient to turn off stimulation on (B)(6) 2018, the patient did not do so. The patient reported resolution of body weakness and headaches on (B)(6) 2018. The physician feels the issue was caused from the anesthesia, as the patient has experienced issues with anesthesia in the past. The patient has effective stimulation, and the physician plans to continue the trial as planned.